Manufacturer narrative:
The field service engineer (fse) was at the customer site on 01/11/2016. The fse found that there was a clicking noise coming from the syringe pump as the pad was being dosed. The fse replaced the syringe pump to resolve the reported problem. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca control was producing false negative bilirubin results on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.